Event description:
Hold cjcthis report is being filed after subsequent review of the following journal article, souer, j.s., ring, d., matschke, s., audige, l., maren-hubert, m. And jupiter, j. (2009, november). Comparison of functional outcome after volar plate fixation with 2.4-mm titanium versus 3.5-mm stainless-steel plate for extra-articular fracture of distal radius. Journal of hand surgery, 35, 398-405. The authors compared the use of synthes device, a titanium 2.4-millimeter (mm) precontoured plate with that of synthes device, a stainless-steel oblique 3.5-mm t-shaped plate to test the null hypothesis that there would be no difference in wrist function or upper extremity¿specific health status in the internal fixation of distal radius fractures. Twenty four patients, 16 women and 8 men with an average of 56 years of age (range, 24¿78 years) were treated with a 2.4-mm titanium plate and 38 patients, 28 women and 10 men, with an average of 59 years of age (range, 23¿78 years) were treated with a 3.5-mm stainless-steel plate from data gathered in a prospective cohort study between 2001 and 2004. The two cohorts were analyzed for differences in motion, grip strength, pain, gartland and werley score, disabilities of the arm, shoulder, and hand score, and short form 36 score at six, 12, and 24 months of follow-up. In the cohort using 2.4-mm plate, the authors reported: irritation of the deep flexor tendons by the implant (one); local tenderness and persistent ulnar-sided wrist pain (one); a fibroma of the tendon sheath of the extensor pollicis longus tendon (one patient); carpal tunnel syndrome diagnosed six months after surgery (two). In addition, carpal tunnel release with simultaneous plate removal (one) and plate removal and arthroscopic debridement of the distal radioulnar joint (one) were performed. Four patients showed radiographic signs of grade one radiocarpal arthritis at two year evaluation. In the cohort using 3.5 mm plate, the authors reported: rupture of the extensor pollicis longus tendon treated with transfer of the extensor indicis to the extensor pollicis longus and plate removal (one); permanent digit stiffness (one); loss of reduction treated with a prolonged period of splinting (one); and dysesthesia of the thumb (one). Also reported: tendon transfer (one), a refracture of the ipsilateral distal radius 18 months after initial treatment treated with external and k-wire fixation (one), and plate removal to address pain (one). Ten patients showed radiographic signs of grade one radiocarpal arthritis at two year evaluation. This is a serious injury report for the cohort group using the 2.4-mm plate. The authors reported: irritation of the deep flexor tendons by the implant (one); local tenderness and persistent ulnar-sided wrist pain (one); a fibroma of the tendon sheath of the extensor pollicis longus tendon (one patient); carpal tunnel syndrome diagnosed six months after surgery (two). In addition, carpal tunnel release with simultaneous plate removal (one) and plate removal and arthroscopic debridement of the distal radioulnar joint (one) were performed. Four patients showed radiographic signs of grade one radiocarpal arthritis at two year evaluation. This report is for an unknown 2.4-mm titanium plate. This is report 1 of 2 for (B)(6). A copy of the journal article is being submitted with this medwatch.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report is for an unknown 2.4-mm titanium plate. (B)(4). Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.